Event description:
Information was received indicating that a cadd administration set, under infused penicillin. Per reporter the end user presented fourteen used medication bags with significant residual fluid remaining in the bags. It was reported the fluid was measured for three of the used bags, 150 ml, 150 ml and 200 ml was remaining in the bags. The patient had to repeat the fourteen days of penicillin infusion. No additional information is available at this time.

Manufacturer narrative:
Foreign: (B)(6).